Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, active current, sleep current and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm, battery power loss or device test failed during testing noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer performed high-pressure test on insulin pump and it did not passed the test, it did not working correctly all day, had been getting insulin flow blocked alarm and resolved by changing the infusion set and blood glucose levels have gone up to 300 mg/dl to 400 mg/dl, treated with bolus, blood glucose did not come down, also treated with manual injection of insulin, blood glucose did not come down. The customer¿s blood glucose was at time of incident 401 mg/dl, 500 mg/dl, positive results in ketones test, nausea and headaches. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. The devices will be returned for analysis.